Event description:
It was reported that the leg bag was flat and would not drain urine. Representative discussed exercising bag by pinching sides and pulling apart to allow in air. Also discussed bag, tubing positioning and making sure the bag was below the bladder level and tried to avoid looping of tubing as it could.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the leg bag was flat and would not drain urine. Representative discussed exercising bag by pinching sides and pulling apart to allow in air. Also discussed bag, tubing positioning and making sure the bag was below the bladder level and tried to avoid looping of tubing as it could.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "obstruction in tube/positive air pressure/poor interfaces with connections". The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.